Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported having poor communication. Their recharger shows that it is recharging the ins but it is not charging the ins. They could get coupling boxes and left it on their ins for 3 hours and it worked. They turned off their ins and came back 5 hours later and the ins was empty. The inability to charge and being in pain began in (B)(6) 2017. The patient notified their manufacture representative (rep) who thought the patient should try a new recharger. It was reviewed with the patient how to tell if the ins was full and how long it takes to fully recharge. The patient was sent a replacement recharger. Additional information was received from the patient on (B)(6) 2017. They stated that they received their replacement recharger but they were not getting coupling when connected to the recharger. The ins was depleted and they need to charge. The patient noted that they saw their rep on (B)(6) 2017 and the rep helped them find a connection with the ins and recharger. On the day of the report the patient did an antenna locate feature which showed 52 all over the ins area. The patient also stated that they cannot feel their ins through their skin. The patient has an appointment with their healthcare professional (hcp) on (B)(6) 2017 at 3pm and they requested that a rep be there. No further complications were reported/are anticipated.